Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the wireless footswitch function was restored by restarting the azurion system. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction (2021-igt-bst-020). Updated codes based on investigation.

Event description:
It has been reported to philips that the system stopped emitting fluoroscopy when pressing the wireless footswitch. The user switched to the wired footswitch. No patient harm has been reported to philips. Philips has started an investigation of this complaint.